Event description:
It was later reported that the patient outcome related to the catheter kinking was not resolved. As of (B)(6), the stiffing was growing strong, so they took a ¿3dct¿ with a dorsal catheter and confirmed bending. On (B)(6), a kink repair operation was performed around the anchor insertion. On (B)(6), after repairing the bending, the contractions improved. Later, they became strong again, so it was thought that the bending on the repaired part had occurred again. The catheter was to be replaced on (B)(6).

Event description:
Additional information received reported on (B)(6) 2013 a catheter replacement surgery was performed and on (B)(6) 2013 the patient complained of stiffness in the legs and the stiffness became more severe in two weeks. According to the x-ray and ¿3d CT scan," a catheter kink around the insertion part of the anchor was confirmed. On (B)(6) 2013 the catheter was replaced and the previous implanted catheter was cut to remove. It was noted two parts of kink were confirmed. It was also reported the healthcare provider was careful regarding a catheter kink, but it may have been caused by the movements during rehabilitation of the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
All information regarding this event will now be reported under this manufacturer report #. Please see manufacturer report #3004209 178-2014-00196 for previously reported information.

Manufacturer narrative:
The previously reported catheter serial # (B)(4) does not pertain to this event. The catheter pertaining to this event was not returned to the manufacturer. The serial # of this catheter is unknown. The following previously reported analysis findings do not apply to this event: ¿analysis of catheter serial(B)(6) that a kink of the catheter body caused the inner lumen to occlude.¿

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# n385212004, product type: catheter. Product ID: 8781, lot# n385212004, product type: catheter. Analysis of catheter serial #(B)(4) that a kink of the catheter body caused the inner lumen to occlude.

Event description:
All information regarding this event will now be reported under this manufacturer report #. Please see manufacturer report # ngp374695h for previously reported information.

Manufacturer narrative:
(B)(4).

Event description:
The following previously reported information does not apply to this event: ¿on (B)(6) 2013 the patient complained of stiffness in the legs and the stiffness became more severe in two weeks. According to the x-ray and ¿3d CT scan," a catheter kink around the insertion part of the anchor was confirmed. On (B)(6) 2013 the catheter was replaced and the previous implanted catheter was cut to remove. It was noted two parts of kink were confirmed. It was also reported the healthcare provider was careful regarding a catheter kink, but it may have been caused by the movements during rehabilitation of the patient.¿ it was later reported that, at the pump refill on (B)(6), the physician was asked to consider a catheter blockage, taking into account the abnormal pump operation with a variability of ¿42.9% (25%)¿. It was asked that an examination be performed as soon as possible, but it was decided to observe the clinical course for one week. The examination was scheduled for (B)(6) and was subsequently rescheduled for (B)(6). Catheter imaging was performed on (B)(6). An attempt was made to draw the drug from the access port in the fluoroscopy room. The drug and cerebrospinal fluid could not be drawn at all. Considering the risk of overdose, the imaging study was discontinued. The physician determined that the catheter had a problem because the drug could not be drawn from the access port and decided not to perform a rotor test. Looking at the x-ray study images from the previous refill, the dorsal catheter image and the image containing the anchor were not clear, making it difficult to judge the state. Considering the patient¿s burden, the physician decided to repair the kinked portion of the catheter and cover it with the fascia. On (B)(6), a manufacturer representative discussed with the physician prior to the surgery and told her that the repaired portion may kink again after the catheter repair and a catheter replacement should be considered. Considering the patient¿s burden, a catheter repair (by straightening the kinked portion and fixing it with the fascia) was performed and completed. The physician was asked to keep in mind that the patient¿s rehabilitation may have been the cause of the event and to pay attention to post-operative rehabilitation. On (B)(6), a manufacturer representative received an e-mail informing him that the repaired portion seemed to kink again. Initially, it was decided to cut the front and rear portions of the anchor by using the accessory kit and connect the ends, rather than performing catheter replacement. The manufacturer representative met with the physician on the day prior to surgery to suggest a catheter replacement. He explained to the physician that because the current placement site was t9, cutting and connecting the catheter would result in the catheter being pulled out from the 2 to 3 vertebral bodies and may lead to a risk of catheter removal from the puncture site, and the physician accepted it. During surgery, the same position in the anchor tip as the previous event was confirmed to be kinked. A catheter replacement was performed, upon which a representative asked to check the patency of the catheter pump side, but injecting saline from the access port to check the pump-side catheter on the previous day. A lumbar puncture was performed carefully, so that the catheter was not angled, and the catheter tip was moved up to t4, to be prepared for a similar event in the future. After surgery, the physician was asked to delay initiation of rehabilitation and review the current rehabilitation program.

Event description:
Information was received from a healthcare provider who indicated that the patient's underlying disease was a spinal injury. The pump was implanted on (B)(6) 2012. The patient had no complications or past history. The catheter kinking had not recovered (date of onset (B)(6) 2013). The catheter kinking was unrelated to the investigational drug, pump, programmer, or procedure.

Manufacturer narrative:
(B)(4).

Event description:
At the (B)(6) 2013 refill procedure, the pump volume discrepancy was greater than 25%. A pump anomaly was suspected. An x-ray on (B)(6) 2013 revealed that the pump side of the catheter seemed to be kinking. A laparotomy was performed to correct the kinked portion of the catheter. A pump refill was performed on (B)(6) 2013 which was earlier than the usual timing. The pump volume discrepancy was 42.9%. A pump anomaly was suspected. Pump testing was recommended, but the physician decided to increase the daily dosage because a very small amount of the drug was still being delivered and then follow-up on the patient in one week. A rotor study and contrast examination/angiography were scheduled for mid-october. The pump was delivering gabalon. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# unknown, product type: catheter. (B)(4). The pump was implanted passed its expiration date.